Manufacturer narrative:
Additional information: h6 product not returning.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds due to a dislodgement confirmed via x-ray on the atrial (ra) lead. During the replacement surgery helix had difficulty in extending the physician elected to cap and not replace the ra lead. The patient was in stable condition.